Event description:
Customer reported intermittent loss of image and the system intermittently will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended.